Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose was 400 mg/dl at the time of the incident and current blood glucose was 86 mg/dl. The customer was treated with insulin pump. It was reported that the customer alleges pump was under delivering because they changed the sets and dealt with the issue until he chose to connect to the pump that had previous to this pump. The customer was advised that the pump will need to be replaced. The customer was advised to revert to back up plan per health care professional instructions until replacement arrives. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test. No possible under delivery anomaly noted. No unexpected low battery alarm anomalies noted. Device was downloaded to care link. Care link report shows all bolus programmed and delivered. Device passed the delivery accuracy test.